Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). (B)(4). Failure device type, failure problem type, failure mode. Missing network configuration package. I had to walk thru biomed on how to export network configuration package from a good known device. And import this package to asm v10.33 software. After running the task transfer network configuration package (silent) we confirmed that server is connected and data set is activated. Issue was resolved.